Manufacturer narrative:
A partial lead with the connector pin measuring 7.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient expired due to heart failure. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.